Event description:
Complainant alleged that during biomed testing the device's display was not available upon power-up. Complainant alleged that there was no patient involvement in the reported malfunction.